Event description:
The pump was returned for investigation. Investigation found contamination under the button contacts. This report is made based on the results of investigation completed on 12/20/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/20/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up with auditory and vibratory features. The keypad button cover was peeling and torn. All the buttons responded properly. Removal of the keypad cover found contamination under all the button contacts. (B)(6).